Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically low pacing impedance. No action was taken and the lead re mains in use. No patient complications have been reported as a result of this event.